Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic delormes procedure, the tip of the thunderbeat probe detached and fell outside the patient¿s body. The intended procedure was completed with an olympus back-up device. There was a procedure delayed with the patient under sedation, that was less than 30 minutes. There was no report of patient harm associated with this event.

Event description:
Additional information was supplied by the customer. Thethunderbeat instrument device has been discarded.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. The device was not returned to olympus for inspection so the reported failure of tip of the probe detached was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.